Event description:
The tip of the needle broke off on the fourth pass through the patient's cuff. The tip remains inside the patient. An x-ray taken at recovery shows it is located at the cuff area. The surgeon only spent a few minutes during the procedure looking for the tip. Per arthrex representative, surgeon didn't think he hit the acromion while passing the needle. Surgeon decided not to remove the piece from the patient. No adverse consequences were reported as a result of event. This device is sued for treatment.

Manufacturer narrative:
Device was not returned and the lot number was not provided by the customer. DHR review could not be performed. Since the device was not returned for evaluation, a definitive cause of the event cannot be determined.